Manufacturer narrative:
Concomitant medical products: addr01 ipg, implant date: (B)(6) 2020; 5076-52 lead, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and that on the electrograms(egm), two out of three p waves were sensing post qrs wave. The lead remains in use. No patient complications have been reported as a result of this event.